Event description:
It was reported that that post implant, the patients blood pressure dropped suddenly. The physician performed an echocardiogram which showed pericardial effusion. A pericardiocenteses was performed and the patient was sent to the intensive care unit. The patients condition was reported as good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.